Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present batteries were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We found that the internal connection between the battery cells is broken, which makes a charging of the batteries impossible. We are not able to determine the cause of this occurrence and can only assume that a hit, a drop or high vibrations caused this malfunction.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the batteries were found not to be charging. This is 1 of 2 reports for this event.